Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. At a routine 45 day follow-up appointment, transesophageal echocardiogram (tee) revealed a thrombus on the threaded insert of the closure device. The patient was placed on anticoagulation medication.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.